Manufacturer narrative:
The service technician of our distributor ran the service software and did full calibration. It was found that "expiratory valve calibration & check" , paw and ppat was not equal . Servo valve was replaced. Ventilator functions as intended now.

Event description:
Hamilton medical ag received the following description: before using with the patient, the technician of the hospital checked the device and ran test. He found that ppeak was not correct. The value was not equal with pressure setting.